Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: incidental findings: upon evaluation of the pump cable, a dark brown discoloration of the in-line connector bend relief was observed. A kink was also noted adjacent to the in-line connector bend relief no device-related issues were discovered during the evaluation of the returned pump. A direct correlation between the returned device and the reported events leading up to the patient's outcome could not be conclusively determined. Additionally, analysis of the submitted and retrieved log files confirmed transient low flow events; however, a specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted and retrieved log file data appeared to show the pump operating as intended. Stable flow values (between (B)(6) 2020 and (B)(6) 2020) were observed until (B)(6) 2020, when transient reduced flow values were noted. It was reported that the patient experienced ventricular tachycardia (v-tach or vt) on (B)(6) 2020. The account later communicated that the patient continued to have intermittent non-sustained ventricular tachycardia (nsvt) with both successful and unsuccessful anti-tachycardia pacing (atp) that ultimately led to a loss of consciousness. On (B)(6) 2020, the patient¿s pump alarmed with no flow. Advanced cardiac life support (acls) and chest compressions were performed; however, there was no flow despite being given shocks. Resuscitation was ultimately stopped and the patient expired. The pump was returned assembled with the pump cable intact. The modular cable (refer to (B)(4) for the complete modular cable investigation) was returned properly attached to the inline connector of the pump cable. The sealed outflow graft was returned properly attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment. The apical cuff was returned and secured with the fully engaged cuff lock. The device appeared to have been exposed to a fixative agent prior to returning for evaluation. Upon disassembly of the returned pump, evaluation of the pump¿s blood-contacting surfaces revealed the presence of fixed blood within the inflow cannula, outflow graft, graft attachment, rotor well, pump cover and pump rotor. The depositions found within the pump appeared to have developed due to poor surface washing as a result of a low flow event. The evaluation did not reveal any further evidence of developed depositions or thrombus formations in the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was intubated on (B)(6) 2020 after ventricular tachycardia (vt) arrest and spiked a fever to 102 degrees on (B)(6) 2020. The patient was started on vancomycin same day. Chest x-ray on (B)(6) 2020 showed bibasilar atelectasis with possible lower lobe pneumonia and right infrahilar pneumonia. Preliminary trach culture positive for oral flora. Of note, patient was pancultured on (B)(6) 2020 resulting in 1/4 positive staphylococcus epidermidis; repeat blood cultures were negative and infectious disease felt this was very likely contaminant. IV vancomycin stopped on (B)(6) 2020 and cefepime continued for 7-day course of empiric pneumonia treatment. The possible cause of death was low flow/no flow due to obstruction on inlet side.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that logfile submitted for review. The event log data showed multiple pulsatile index (pi) events that were occurring on (B)(6) 2020 from 0:58:54 to 10:44:31. All pi events will cause the pump speed to drop to its low speed limit, which is currently set at 5100 rpm. On (B)(6) 2020, the patient was admitted for asymptomatic implantable cardioverter-defibrillator (ICD) shock with recent reported heart failure decompensation including subacute worsening dyspnea, weight gain, and lower extremity edema. ICD interrogation revealed non-sustained ventricular tachycardia (vt), attributed to heart failure exacerbation. Vt and heart failure symptoms improving with diuresis and lidocaine. The patient noted one episode of hematuria that resolved. Additional information reported that while admitted, the patient began having minimal hemoptysis on (B)(6) 2020, which increased significantly in volume on (B)(6) 2020. Of note, patient was intubated. A bronchoscopy was performed on (B)(6) 2020 which revealed old and fresh blood in the lower left lobe, though did not appear to be actively bleeding. Blood was suctioned and no further hemoptysis occurred. The cause of the pi events and speed drops was identified as episodes of vtach, remodeling of lv in which inflow cannula touching wall of ventricle. The patient was treated with lidocaine, milrinone and amiodarone drips. Additional log file captured low flow events periodically throughout the log that occur at times when pi is elevated. The patient continued to have intermittent non-sustained ventricular tachycardia (nsvt) with both successful and unsuccessful antitachycardia pacing (atp) and became symptomatic with dizziness, palpitations, diaphoresis, lethargy, erratic vad pis and loss of consciousness. The patient was shocked, intubated and sedated for vt stroke. The patient also had low flows and maps consistent with lvad suck down episodes. On (B)(6) 2020 , the patient's vad alarm sounded and flow was zero with maps in the 30's. Epinephrine was started, advanced cardiovascular life support (acls) and chest compressions were performed. Rhythm was v-fib and no flow on vad despite shocks. It was reported that resuscitation was stopped, and patient expired on (B)(6) 2020. Cause of death right ventricular failure versus outflow graft. Autopsy is being done and the reported pump operated as expected and will not be returned. No additional information provided.